Event description:
Customer called to report that the no foam tubing was somehow pulled off from the plastic elbow tubing while changing the wash concentrate on the unicel dxc 800 synchron system, which resulted in a no foam leak. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to trim and reattach the tubing after customer stated that the small tubing on the side was very loose. Customer stated this would be completed and that customer would call back if further assistance was needed. Customer has not called back to date. Customer stated that no erroneous patient results were generated and that no one was affected by the instrument issues.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).